Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and esc buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self test and displacement test due to button keypad anomaly. No missing segments or partial display anomaly was noted. Pump had a cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. When they select the escape button, vertical lines go down the insulin pump's screen. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.